Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber forward fired and lost power. The procedure was completed with a different device. Patient outcome: stable; there was no injury to the patient reported.